Manufacturer narrative:
Patient stated she got a red bump from where the sensor was. This is the first time she had reaction to the adhesive. She reported a bump with a puss head on it, she wiped it with alcohol. Patient stated she hit the sensor/transmitter and thinks this could be related to the mark. Date of medical intervention: (B)(6) 2013. Description of medical intervention. Per patient, she stated her md said site was fine. Patient stated, it's still red and she will be seeking medical advice from another doctor on monday at 10 am. Spoke to the doctor about the irritation, doctor said she was fine. Current condition of patient: patient is reported to be okay.

Event description:
Patient contacted dexcom to report a rash/irritation.